Event description:
It was reported that pump experienced malfunction alarm identified by customer as malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.